Event description:
The pt was implanted with an "ams vaginal mesh." It was reported that the pt had the, "ams transvaginal mesh removed due to severe complications," and that she has had, "5 surgeries to repair damage from the mesh." The pt also complains of pain and suffering. (The type of "ams transvaginal mesh" was not identified.)

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.